Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) safety disc leak test failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 - event site complete name-(B)(6).

Event description:
It was reported that during clinical engineering review, the cardiosave intra-aortic balloon pump (iabp) safety disc leak test failed. There was no patient involvement.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic module assy, rohs, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Event description:
N/a.